Event description:
Caller reported 15.9 mmol/l, 9.2 mmol/l, 5.6 mmol/l, and 13.2 mmol/l on mobile system, 13.8 mmol/l, 8.8 mmol/l, 4.8 mmol/l, and 10.2 mmol/l on compact plus system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).